Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion - an explant evaluation is currently in process.

Event description:
On (B)(6) 2013, a patient was implanted with a gore propaten vascular grafts in the left leg. The bypass procedure was from the femoral artery to the anterior tibial artery. It was reported to gore that the patient presented with a seroma formation (150ml) on the left leg at the distal portion of the bypass. An 8mm dacron graft was used to coat the propaten graft for better healing. This procedure was successful.